Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 17, 2019 if information is obtained that was not available for this follow up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race were not provided for reporting. This report is for j&j band aid first aid waterproof pads large 6ct can 62600962850. Device is not distributed in the united states but is similar to device marketed in the USA (j&j band aid brand first aid waterproof pads large 2.875x4 6 USA 381371161447). Upc: 062600962850, lot #: 2909b, exp date: n/a. (B)(4). This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00026. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This incident involved a female consumer using johnson & johnson band-aid® brand of first aid products waterproof pads (lot 2909b). The consumer had been using this product for a long time. Most recently, she started using the pads about a week before the incident. She was using them to protect the stitches on her arm and was replacing the pads twice a day. On (B)(6) 2020, while she was removing the pad, it peeled off a piece of her skin. On 09-sep-2020, the consumer reported she contacted a healthcare professional and was prescribed polysporin triple antibiotic ointment. The consumer was treating the wound with the ointment and the symptoms were improving, although she reported having ¿scars¿. This is 2 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2020-00026. The same patient is represented in each medwatch.